Event description:
A doctor reported following a glaucoma filtration device implant procedure, the device was clogged. The patient experienced postoperative hypotony. The device remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer reporting suture lysis was performed on (B)(6) 2013. Beginning (B)(6) 2013, the patient started massaging due to the increased intraocular pressure (iop).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).